Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2013-21492. The patient received four off-label scs leads, three of which have the same lot number. It was reported the patient underwent surgical intervention to explant his scs system as it made his pain worse.